Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using a intella tip mifi oi temperature ablation catheter, the tubing leaked at the connection point where the tubing is connected to the catheter handle. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. The reported allegation of irrigation failure was confirmed, and the root cause for the occlusion was traced to device design.

Event description:
It was reported that during a procedure using a intellatip mifi oi temperature ablation catheter, the tubing leaked at the connection point where the tubing is connected to the catheter handle. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.